Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed to address the occlusion. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered multiple correction boluses via the pump and performed a supply change to address bg. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.